Manufacturer narrative:
Results of investigation: the fracture of the returned polarstem modular head for 21000662 could be confirmed upon visual inspection. The part fractured into two pieces. Dent marks are additionally observed at the lower ream of the device. Three similar complaints have been observed for this design of the instrument. No deviation have been detected in the production documentation. The location of this dent potentially indicate an off-label use such as a direct contact with the acetabular component. The polarstem modular head for 21000662 is designed to for the impaction of ball on the stem taper and for reduction of the hip joint only (see surgical technique 01217-en v5 09/17). The root cause was attributed to an off-label use. The is no indication that the device failed to match specifications at the time of manufacturing. No further actions have been initiated. Smith and nephew will however continue to monitor this device for similar issues.

Event description:
It was reported that during surgery, the head was impacted and the impactor's tip split. All the pieces were retrieved from patient's body. No delay neither injury was reported.